Manufacturer narrative:
(B)(4). The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). If the sample becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that an air eliminating spike set was associated with an alarm condition of check tubing when used in combination with a pca (patient controlled analgesia) pump. The tubing was inspected and re-threaded into the pump and the same alarm appeared. The tubing was used with a different pca pump and the alarm occurred again. The alarm stopped when new tubing was used. Patient involvement is unknown; however there was no patient injury or medical intervention reported to be associated with this event. Additional information was requested and is not available.